Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurred hardware low level failure alarm after self test was performed. The 15 mmol/l¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the displacement test was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.